Event description:
Reporter stated that he tried to test on the compact plus system but it would not power on. Reporter stated that he became sweaty and went into shock within twenty-four hours of trying to test on the device. The reporter called 911, the paramedics arrived, and tested him at 27 mg/dl on their system before treating him intravenously with an unknown substance. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.